Event description:
It was reported that the patient advocate reported during her father's last normal scheduled follow up, the pacemaker battery had decreased three and a half years over the last ten months. Boston scientific technical services (ts) discussed possible reasons for this to occur and the patient's daughter did state that her father was in atrial fibrillation (af). Ts referred the patient advocate back to the physician for further discussion. The field representative will attempt to obtain further information from the clinic. No additional information is available. If additional information becomes available the report will be updated at that time. The pacemaker remains in service and no adverse patient effects were reported.